Manufacturer narrative:
The insulin pump was received with broken off and missing the end cap. The pump was received with physical damage to electronic assy. The pump was unable to perform displacement test due to physical damage. The pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump fell. The customer stated that they did not press the cap while connected. The product was returned for analysis.